Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the subject had a serious adverse event with a diagnosis of diabetic ketoacidosis; the event was moderate in nature. The patient's blood glucose was 307 mg/dl, and after a few hours in the ER their blood glucose decreased to 260 mg/dl. The customer experienced vomiting and ketones. The customer was treated for abdominal pain, a sinus infection, and diabetic ketoacidosis. They were given IV fluids. The customer also continued to use insulin pump therapy during the hospitalization. No products were returned or replaced at this time.